Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device explant due to normal eri, the set screw was unable to be loosened. Visual inspection revealed foreign material in the port plug. The physician suspects the material is due to over torquing the lead during initial implant or patient tissue. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Upon receiving the device, the superior vena cava (svc) septum was removed, and silicone debris was observed inside the setscrew cavity. Multiple insertions of the torque driver could have disturbed the septum and allowed the torque driver to trap the septum material inside the setscrew hex cavity, thus preventing the torque driver to loosen the setscrew. The device¿s functionality was evaluated on the bench, and testing revealed normal device characteristics. The anomaly observed in the field was confirmed in the laboratory, and it is believed the damage occurred during explant.